Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional incorrectly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to damaged board. It is speculated that this may have been caused by the accumulation of electrical stress due to repeated use, the application of static electricity, or accidental overcurrent such as electric leakage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed a b30 communication error message when the power was turned on. The issue occurred when preparing the device for use. The procedure was completed with another device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and a b30 error message was displayed due to breakage of the electronic board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.